Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient with swelling and lumps in the treated area about 3 months post treatment. Clinic subsequently reported prescribing oral prednisone, doxycycline 100mg, topical hydroquinone, and kenalog injections. The clinic confirmed the patient's symptoms were resolving and no further follow-ups were required.